Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. This is the second of two submissions from the same patient event. The other is 1220246-2016-00313 (line 166150). No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined. The most likely cause of this type of event is a reaction of the patient to the material(s) implanted. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.

Event description:
It was reported by patient that she had right rotator cuff tear repair performed on (B)(6) 2015. During that time 5 arthrex peek swivelock anchors, ar-2324pslc were implanted (lots 1425248 and 1425249). It is unknown how many of the 5 were from each lot. At approximately (B)(6) 2016, patient began experiencing hives in her face neck and shoulder areas. Patient has been seen by an allergist and has been diagnosed to be allergic to epoxy. Since that time patient has been seen by a dermatologist who feels it is possible the hives could be coming from a fungal infection on her leg that was being mistreated as eczema. Patient stated on (B)(6) 2016 that the hives became so severe her breathing was affected and she was treated in an emergency room. On (B)(6) 2016 patient reported that her hives appeared to be under control and on (B)(6) 2016 patient reported she is still having problems with the hives. Patient's anchors have no known epoxy in the material composition. Lot 1425248 (line 162791, 1220246-2016-00312) and 1425249 ( line 166150, 1220246-2016-00313)